Event description:
It was reported that the patient had difficulty activating the inflatable penile prosthesis since initial implant. There resistance and excessive force needed to activate the device. The patient had not been able to activate the prosthesis for 3 years and wanted to change it, if possible with the malleable device. In the physical examination, the prosthesis had the expander liquid of semi-solid consistency. The pump was also irresponsive to activation and deactivation.